Manufacturer narrative:
Company representative evaluated the system and provider a loaner tower. Unit is currently being evaluated at the repair center. (B)(4). (Exemption #e2015032).

Event description:
Customer reported an issue with the panorama central station, which may affected telemetry monitoring. No patient injury was reported.